Event description:
It was reported that during routine follow-up, an instance of low right ventricular lead impedance was observed. Pocket manipulation produced noise and reproduced the low impedance measurement. A connection issue was suspected. The patient would be monitored through follow-up visits. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.